Manufacturer narrative:
The reported fault could not be replicated during the investigation. The sensor was able to detect fluid and trigger the protective mitigation measures as expected. The sensor has been scrapped to prevent further use.

Event description:
User reported that the level sensor is lighting up appropriately, but is not triggering the mitigation strategies when the reservoir level drops below the sensor. This is considered a reportable event per spectrum medical's criteria.